Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A query of the complaint-handling database identified no other incidents of single leaflet attachment reported from this lot. The reported patient effects of dyspnea, worsening mr and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Potential causes for single leaflet device attachment (slda - the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leafle) leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets), difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, it is possible that the restricted posterior leaflet, in addition to a possible tear in the leaflet, contributed to the reported slda; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the slda and tissue damage cannot be determined. There does not appear to be any evidence of a product quality deficiency associated with this device.

Event description:
This report is filed for the possible leaflet tear, recurrent mitral regurgitation and because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that one mitraclip was implanted on (B)(6) 2014 in the patient with degenerative mitral regurgitation (mr) reducing the mr from grade 4 (severe) to 1(mild). There was evidence of posterior leaflet restriction before the clip procedure. Approximately thirty days after the clip procedure, the patient returned to the hospital with shortness of breath and symptoms similar to those he had prior to the clip procedure. An echocardiogram was performed which found that the mr was severe. The patient was medically managed with diuresis and observation in the hospital until a second mitraclip was successfully implanted on (B)(6) 2014 reducing mr reduced to 3+. There was no difficulty grasping the leaflets with the new mitraclip; however, mr was not significantly affected, despite placing the clip on either side of the first clip, possibly due to a posterior leaflet tear or a single leaflet device attachment. There were no device issues with the second clip. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.